Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failed alert on the ilet when attempting to connect a new freestyle libre 3 plus sensor, and rescanning initiated the sensor warmup, resolving the issue without further assistance. No adverse clinical symptoms reported. Outcomes included no impact to the user¿s health and no alarms beyond the initial pairing message. User support included troubleshooting and user education performed remotely. Investigation of this case revealed that the initial connection attempt did not complete and that a successful rescan initiated normal sensor warmup, consistent with transient pairing failure without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction resolved through standard troubleshooting.